Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values after the sensor was inserted in the arm. According to the report, the patient's child checked patient's readings on their follow app, and they were quite low. The patient had hyperglycemia symptoms including nausea. The complaint noted the patient had ketoacidosis. The cgm values reads low, while the bg was 500 mg/dl and the child called an ambulance. There, the patient was given insulin. At the time of the report, the patient was reportedly fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.